Event description:
Caller states the pt tested >8.0 inr on the coaguchek xs system and 1.3 inr on a comparison lab. Coumadin was held for 3 days based on device result, but after lab result returned, the coumadin remained unchanged. No adverse event reported. Requested return of suspect system and replacement was sent.